Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. A conclusive cause for the reported stent stacking could not be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient underwent a peripheral procedure to treat a target lesion in the calcified superficial femoral artery. The target lesion was pre-dilated using a 6 mm balloon dilatation catheter at 8 atmospheres. The 5.0 x 200 mm supera stent was advanced to the target lesion and deployment was initiated; however, during deployment, it was noted that the supera stent stacked. Approximately 100 mm of lesion was left untreated. A 6.0 x 100 mm absolute stent was used to cover the remaining lesion. No additional information was provided.